Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 500 mg/dl and a no delivery alarm. Troubleshooting found that the customer resolved the alarm by changing out the infusion set and reservoir. No further details provided.